Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 340 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of the report to tandem technical support the customer was still admitted to the ICU. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.